Event description:
It was reported that leak from the foley catheter cuff was confirmed during pre-testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed as manufacturing related (CAPA# 8266921). Five photos were received for evaluation. The first one shows a top view of a two-way all silicone foley catheter and syringe. The next photo zooms in to the deflated balloon and tip with a pink arrow pointing at the balloon. The next two photos show the catheter's cap and the tray's label. The last photo is a document in native language. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted to inflate the balloon using the returned syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) however the solution leaked through the eyelets indicating lumen to lumen leak. The balloon was dissected, and 0.025" pin gauge was able to fit though the notch with no difficulties. Upon placing pin gauge, it was noticed that the inflation lumen pathway was extruded up to the eyelets as the pin gage was able to fit in the opposite direction towards the eyelets. It was noted that this catheter does not require the inflation lumen to be plug. The reported event was confirmed. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 is applicable for this product lot number. A labelling review was not required as CAPA 8266921 is applicable for this product lot number. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leak from the foley catheter cuff was confirmed during pre-testing.